Event description:
The customer reported to olympus, the telescope, 30°, 4 mm had a lock fall off. The issue was found during reprocessing for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely attributed to excessive force. However, a defective root cause could not be determined. Olympus will continue to monitor field performance for this device.